Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not show evidence of leak. The photos showed the sample contained inside its original unopened primary package and the sample contained fluid inside the elastomeric bladder. The photos were zoomed up close for careful review, but no evidence of leak was observed from the photos. Due to the nature of the sample, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (3) folfusors sv (small volume) leaked. The issue was identified before use. There was no patient involvement. No additional information is available.